Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation, as the customer confirmed they would not be sending it back. Their internal video review determined that the rescuer performed CPR incorrectly. The device provides real-time feedback through prompts which guide rescuers to meet (american heart association) aha recommended compression depth and rate. The CPR sensor continuously monitors performance and adjusts feedback to support high-quality CPR delivery.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device experienced chest compression failure. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.